Event description:
It was reported that a spectrum infusion pump had reported a door not fully latched message. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by pulled threaded inserts from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.